Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation related to CAPA 711948. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dtpa2qq serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product ID 479888 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product ID 5076-52 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product ID cmrm6133 envelope implanted: (B)(6) 2024 evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system involving an antibacterial absorbable envelope was explanted approximately three weeks post implant due to an infection. The system was replaced five days later. No further patient complications have been reported as a result of this event.